Event description:
I switched from the dexcom continuous glucose monitor to the freestyle libre 3 and have had nothing but problems with it. I get woken up multiple times a night almost nightly from alarms that say I am having low glucose, but they are false alarms. When they first started happening, I would drink a bunch of juice to bring my sugar up and then realized it was a false alarm. I have contacted the company multiple time and they send a new sensor which also gives me issues. The company does not have any answers and does nothing to further investigate the issue. One of their customer service representatives suggested I just turn off the alarms which, can be very dangerous for someone with type 1 diabetes. I know they recalled sensors for having false glucose readings but the sensors I used were not part of that recall. I am exhausted daily and struggle to get through the day. I am a full-time student as well as work as an accountant full time and the lack of sleep is affecting all areas of my life. As a medical device company, they should take these types of errors seriously and they do not. People make medical decision based off this product and making the wrong treatment decisions can be life threatening. I have been told a couple times that the issues will be escalated, and someone will call me, but they do not call.